Event description:
The facility initially reported the vitrectomy pump was not working; there was no pt impact. During follow-up, they stated they had to perform an unplanned vitrectomy procedure (cause was not reported). They changed systems to complete the case. Pt outcome is unknown at this time, but they stated there was no injury. Additional info has been requested.

Manufacturer narrative:
A company service rep checked the system and could not observe pressure (no actuation) during the vit pump use. The vit pump assembly was replaced, the service checklist was completed, and the unit meets specifications. Investigation, including root cause analysis is in progress.